Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was inspected prior to use and no abnormality was observed with the product appearance. The lv lead was inserted into the targeted vessel, followed by five or six rotations of the lead tip. However, fluoroscopy revealed that the lv lead tip only rotated, and fixation was not secure as the lead moved approximately three times during the pull and push test. It was noted that the lv lead had thoroughly entered the tapered branch vessel. During slack adjustment the lv lead dislocated to the right atrium (ra) and required re-implantation. The lv lead was removed from the patient¿s anatomy and it was noted that a blood clot had formed on the tip. The physician commented that the lv lead tip did not engage to the vessel wall due to the blood clot formed on the tip of the lead. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.